Event description:
A malfunction was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without further recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappeared.